Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the problem with the error log. The reported event could not be reproduced. The complete movement of the sample loader both x and y was verified. The sensors were observed to be dirty. The fse cleaned all the sensors and ran a simulated run with 3 racks. There were no issues or errors. The fse resolved the issue by cleaning the sensors. The quality control (qc) results passed and were within published ranges per the package insert. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000 operator's manual under appendix 4: error messages states the following: 2258 failed to transport rack in to x2-axis transfer-in position of the sample loader cause: the x1 end-point rack detection sensor detected a rack after the transfer-out (y2) belt was engaged. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. 2251 no rack movement by sample loader x1-step feed. Cause: the rack transfer detection sensor failed to detect rack movement during step feed (x1) operation. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 18-mar-2018 through aware date 18-apr-2019. There were no other similar complaints identified during the review period. The probable cause of the reported event was due to dirty sample loader rack sensors. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error messages 2258 "failed to transport rack in to x2-axis transfer-in position of the sample loader" and 2251 "no rack movement by sample loader x1-step feed" on the aia-2000 instrument. Th customer checked the sample loader for anything that could obstruct rack movement; nothing was observed. The sample loader rack sensors were cleaned. The customer was able to run one rack of samples then error occurred again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh), prolactin (prl), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.